Event description:
It was reported that the system 9800 lost the fluoro function and was unable to perform roadmapping. The system was replaced and the procedure completed without further incident. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was found that the interconnect cable had an open connection. The cable was repaired. Additionally the strain relief of the main power cord was found to the loose. It was repaired. The system was tested and found to be working as intended and placed back into service.